Manufacturer narrative:
(B)(4) the customer returned one, 2-lumen PICC catheter for analysis. Signs of use were observed on the catheter body. During functional testing, a blockage was observed in the catheter. Visual analysis revealed a kink towards the juncture hub and an excess of biological material in the distal lumen of the catheter. The customer was contacted regarding the occlusion in the catheter. They stated they were aware of the occlusion microscopic examination confirmed the occlusion. The kink in the catheter body measured 1 mm from the juncture hub. The length of the catheter body measured 50.50 cm which is within the specification limits of 50.32-50.80 cm per catheter product drawing. The outer diameter of the catheter body measured 0.0694" which is within the specification limits of 0.0660"-0.0710" per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU) provided with this kit which instructs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The catheter was flushed using a lab inventory syringe. The proximal lumen flushed as intended; however, the distal lumen was blocked. A long pin page was inserted through the distal luer hub, and an excess of biological material was confirmed 565 mm from the proximal opening of the luer hub. Despite removal of the biological material, the distal lumen still did not flush as intended; therefore, the PICC catheter was severed at the sight of blockage. The distal lumen was able to flush as intended. The customer report of a kinked catheter was confirmed through complaint investigation of the returned sample. The returned catheter body had one kink adjacent to the juncture hub. In addition, the distal lumen was blocked due to an excess of biological material. Despite this, the catheter passed all relevant dimensional requirements. Based on the catheter and the report that the defect was observed during use, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "the customer had an inssue with the design of the device in question 5fr PICC catheter. It fractured and had to be replaced."